Event description:
It was reported that during preparation of the steerable guide catheter (sgc), a leak occurred. Therefore, the sgc was not used and was replaced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported leak was confirmed via device analysis. Additionally, the hemostasis valve glue bond was not adhered to the proximal shaft. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the investigation determined the reported loose hemostasis valve to proximal shaft bond and leak to be related to a potential product quality issue. Abbott will continue to trend the performance of these devices.

Event description:
It was reported that during preparation of the steerable guide catheter (sgc), a leak occurred. Therefore, the sgc was not used and was replaced. There was no clinically significant delay in the procedure.